Manufacturer narrative:
Inspected 1 opened or used sensor and found cannula retracted inside sensor base; no broken or missing parts. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had shorter electrode than usual. The customers blood glucose level was unknown. The customer stated that when electrode was taken out then it was 2/3 shorter than usual electrode. The sensor will not be returned for analysis.